Event description:
The complainant is an insulin dependent diabetic. Patient states that patient had a glucose reading of 245 mg/dl 3 hours after taking patient's usual dosage of insulin. Not believing patient's result patient retested using separate finger sticks and received results of 147,168,276,151 and 147 mg/dl. Patient was very concerned that if patient would have used more insulin based on the 245 mg/dl result patient "would have been in trouble". While on the phone the operation of the system was reviewed. Check strip results were consistent and within specification. Normal control results were likewise satisfactory. The customer was still concerned with the operation of the system. Therefore the system will be returned and the operation again reviewed. In the meantime a replacement unit has been provided to the customer.